Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02318 and 1627-2012-02320. It was reported the pt has felt warmth at the ipg site approx. 15-20 minutes after he starts charging. He stated the device and the site get very hot by the end of the charging session. He alleged he could not confirm if the site had redness after charging due to its location. He reported he places his charging wand directly to his skin and secures it with an ace bandage. The sjm rep advised the pt of charging precautions and sent the pt a charging belt with antenna sleeve. No further info is available at this time. According to the MFR¿s device registration record the pt has two chargers; therefore, both chargers are being reported. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR¿s eval: corrective and preventative action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.